Manufacturer narrative:
Investigation summary: no photo or sample was received with the customer's complaint of missing lids. Without further information, the complaint cannot be verified and the root cause remains unknown. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the lids are missing with 15 bd sharps collector. The following information was provided by the initial reporter: it was reported by the sales representative that the lids are missing.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(6) has been listed. As flextronics is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the lids are missing with 15 bd sharps collector. The following information was provided by the initial reporter: it was reported by the sales representative that the lids are missing.